Manufacturer narrative:
The lot number was provided. A review of the device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The coil was implanted and the remainder of the device was discarded at the user facility; therefore, a product analysis will not be performed. The root cause cannot be determined.

Event description:
It was reported that during an attempt to re-position an embolization coil in a fistula, a noise was heard, and the coil detached partially in the fistula, and partially in the microcatheter. Three (3) attempts were made to retrieve the coil with a snare device; however, the coil stretched. An attempt was made to push the coil out of the microcatheter into the extracranial carotid artery (eca) with a balloon; however, was unsuccessful. A sofia guidecatheter was inserted, and was successful in pushing the coil into the eca. There was no reported patient injury. The patient was reported to be doing well.